Manufacturer narrative:
Article citation: "evaluation of complication rates after breast surgery using acellular dermal matrix: median follow-up of three years"; felix j. Paprottka, nicco krezdorn, heiko sorg, sören könneker, stiliano bontikous, ian robertson, christopher l. Schlett, nils-kristian dohse, and detlev hebebrand; plastic surgery international; vol. 2017; 9 pages; 12/jun/2017. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. In rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
In the article "evaluation of complication rates after breast surgery using acellular dermal matrix: median follow-up of three years" the authors report ¿after two months postoperatively, one patient with infection and loss of imf underwent a surgical debridement followed by imf-reconstruction and reaugmentation.¿